Event description:
Per the clinic, the patient reportedly experienced inflammation at the fixture site causing the fixture to fall out. Reimplantation is planned after the site heals but had not taken place at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a tibial resection, product was switching back to an unfamiliar screen and providing inaccurate results. The use of navigation was aborted and conventional instrumentation was used for the tibial cut. Based on post-op x-rays, the surgeon believes he was off by two degrees on his tibial slope. There is no planned add'l treatment due to this event.